Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were telemetry issues. The patient had their second overdischarge addressed on the day of report. Two physician mode recharges (pmr) were performed and the patient could charge normally. The patient was not able to get a good charge on the implantable neurostimulator (ins) and was the reason for overdischarge. On the day of report the patient could get 6 bars easily during normal charging. The most recent overdischarge involved the ins being in overdischarge for 6-9 months. The patient had difficulty recharging and wanted the ins pocket revised so it's easier for her to recharge. It was later reported that the patient was in a car accident in (B)(6) 2014 that was unrelated to the spinal cord stimulator (scs). But since then stimulation was not working. There was less than 50% therapy relief at the lead location. Impedance check showed all contacts, 0-15, open >10000. X-ray showed some migration of one of the leads. The doctor removed both leads and replaced one. There was good coverage of painful areas. Since the battery was overdischarged twice and it was not holding a charge, the doctor opted to replace the battery while he was there. The pocket was also slightly moved at the patient's request. The patient was doing fine post-op. The leads and ins were sent to pathology and would be returned to the manufacturer for analysis after 30 days, per hospital regulations.

Event description:
It was reported that an impedance test was ran on the system and all pairs were greater than 40,000 and the patient was not getting any stimulation with reprogramming. The cause of the high impedance was unknown. The patient did have a car accident where the car rolled 4 times. That could have been the cause, but the stimulator was not charged so the patient was not using it, therefore it was unknown if that was the cause or not. The plan was to replace the leads at some point. Refer to manufacturer report number 3004209178-2015-00983.

Manufacturer narrative:
This code applies to both plis 90 (model: 3778-60, serial number: (B)(4)) and 100 (model: 3778-60, serial number: (B)(4)).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The stimulator had reduced battery capacity due to overdischarge. Analysis of the lead (serial # (B)(4)) found that the stimulation lead body conductor was broken. Analysis of the lead (serial # (B)(4)) found that the stimulation lead body conductor was broken at the silicon anchor site.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).